Event description:
It was reported when using the bd pyxis medbank system drawer failed prevented user from issuing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer replaced drawer controller and drawer board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.